Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and moderately calcified proximal left circumflex artery that was 75% stenosed. An unspecified guide wire was advanced, and there was an attempt to pre-dilate the lesion with a 2.0 x 15 mm mini trek balloon dilatation catheter (bdc). The device met initial resistance with the anatomy; additionally, the balloon ruptured at 10 atmospheres (atms) during its first inflation. Therefore, the device was replaced with an unspecified non-abbott bdc and an unspecified xience alpine stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.